Event description:
The customer reported the device smelled, was opened and found burnt connections on the motor controller pcba (printed circuit board assembly). The ventilator was removed from the patient and the patient was placed on a different ventilator. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
This customer returned bmc was returned with heat related damage at the j3 connector pin 5. The customer returned bmc was tested after the replacement of the connector j3 and no functional faults were identified.